Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient said she hasn't been getting the therapy relief she wanted and said it's been happening "about a month now" and confirmed it was in (B)(6) 2018. The patient also reported this was due to positional movement. The patient said that "for about 3 weeks the implant moves like sideways if I move a certain way and I get this horrific pain and it burns and kind of sticks out". The patient said she hasn't had any fall or trauma. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that when the patient sits or lays the ins pushes into their skin. The patient also reported that even if they are standing and not moving they are getting a burning sensation. The patient's insurance has recently changed which caused them to have to change their pain management doctor, so they have not been able to resolve the issue. The patient has an appointment with their new doctor in (B)(6), at this time the patient wants to have their battery moved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.